Event description:
It was reported that a patient presented with back-up vvi mode due to hardware reset noted on the patient's implantable cardioverter defibrillator. Loss of back-up defibrillation was noted. No information regarding intervention or adverse patient consequences was reported.